Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced neurologic dysfunction. Hyperkalemia and bradycardia were diagnosed after admission. The patient's hemiparesis showed a decline. A long-term echocardiogram (ECG) and a transthoracic echocardiogram (tte) were carried out to search for the cause of the hemiparesis. Various CT images were taken as well. Unspecified changes to the patient's medication were made. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time. The hm3 lvas IFU lists neurologic dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.